Event description:
It was reported that during a routine shoulder procedure using a caps-lock cannula, the tip of the cannula allegedly broke off inside the pt without the surgeon noticing. During a post operative visit, the pt complained of a pain at the surgical site and an MRI revealed that there was a foreign object inside the shoulder area. The surgeon felt as though it was necessary to operate a second time on the pt to remove the foreign body. Aside from the second surgery, there were no other pt complications reported as a result of this event.